Event description:
IV set was infusing in a pump. Staff went in to hang another IV and saw air in the line and opened the channel. Found wet and leaking all over the inside. (B)(6) saw the tubing before it was taken out of the pump and it was not misloaded. There was no pt harm and no medical intervention was required. Customer stated that no additional event or pt info is available.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2012. (B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.